Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new rv lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new rv lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was conducted. Testing assessed the lead's electrical performance and insulation integrity. Measurements throughout these tests remained within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing could not reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Based on the analytical evidence and the field report, which indicates an issue covered by the instructions for use (IFU), it is considered a known inherent risk of the device.